Event description:
The patient reported no sound. The patient was seen at the implant center for device evaluation. Testing conducted confirmed that the device was no longer functioning. Explant surgery is to be scheduled.